Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient experienced a severe hyperglycemic event. The reporter stated that the patient had a blood glucose level of over 500 mg/dl with moderate ketones and nausea. The reporter stated that the patient received an occlusion alarm in the morning and that the patient had observed several cancelled boluses in the history of the pump. The reporter stated that the patient delivered additional boluses to compensate for the cancelled ones, but the amount bolused was less than needed. The reporter stated that the patient was using an improper technique with the cartridge. This complaint is being reported because the patient experienced a severe hyperglycemic event. There was alleged misuse of the cartridges, but the reporter insisted on the pump's return.